Manufacturer narrative:
The reported complaint was not confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). The field service representative (fsr) tested operation of the unit and found flow to be normal. Unit was just cleaned and water became slightly murky after running in maintain and rewarm modes for 1/2 hour. Draining and refilling unit before making ice block was recommended. The unit operated according to manufacturer specifications and unit was returned to clinical use.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the main section of the heater cooler (tcm ii) failed to warm the patient. The unit was changed out. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. As per clinical review on 18-nov-2016: the hospital has provided information regarding the incident and regarding patient involvement. During rewarming of the patient in the late stages of cpb, the perfusion team was not able to provide warm water (from tcm2) at an adequate flow rate to warm the patient to desired temperature. There were no leaks observed and the user stated that cleaning / maintenance was maintained per IFU guidance. The tcm2 was changed out with another cooling-heating device and rewarming was able to be accomplished. There were no error codes or audible tones to indicate an issue.